Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. This report is submitted on 22 apr 2021.

Manufacturer narrative:
This report is submitted on march 15, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the external auditory canal in (B)(6) 2021. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 16, 2024.